Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a deflation. This record is for an unknown side. Device remains implanted.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4, b5, d4, g1, h4, h6.

Event description:
Device has been explanted.